Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the reported event. Review of the activity log does not show any occurrences of the reported event. The parameter power supply board was replaced as a precaution. A replacement device was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "system fault 36" and "system fault 37" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.